Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 37 mg/dl. Customer was treated with glucose tablet. Customer was alleging insulin pump for over delivering because customer had low blood glucose since past week. The insulin pump will not be returned for analysis.